Manufacturer narrative:
Follow-up #1: date of submission 06/03/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display lens. Using the returned battery cap, the pump powered up to the verify screen with the appropriate audible and vibratory features. A leak was found during a leak test where the bolus button cover was missing. Due to recurring call service alarm issue at the load step, the investigation was unable to complete the remaining testing. The pump casing was opened and evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump was rebooting and moisture intrusion was observed behind the display. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.